Event description:
It was reported that the patient was hospitalized from (B)(6) 2011 to (B)(6) 2011 due to dka and sinus infection. The patient's blood glucose became elevated and they completed 2 or 3 site changes but her blood glucose continued to read hi and the patient developed symptoms. The patient was taken to the ER and was given insulin via IV. The pump was reviewed in the hospital by a diabetes educator and all programming was found to be accurate. The patient was released on (B)(6) 2011 on the pump.

Manufacturer narrative:
Follow-up #1 11/17/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:a review of the total daily dose basal delivery shows pump was delivering accurately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).